Event description:
It was reported that the patients ipg site was infected, and it was exposed through the skin. The patient given an antibiotics and underwent an ipg explant procedure. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.